Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was mdt rep. Said they just had a quick question. Mdt rep. Asked if leads were left in, but ins was removed, what was the pt's MRI eligibility. Tss reviewed eligibility information. Mdt rep. Needed to go and hung up before sr information could be gathered. Tss called the mdt rep. Back and mdt rep. Said the pt was laura powey(pt couldnot be located in diq). Mdt rep. Said the event was already reported by another mdt rep. And said "that is all got." Mdt rep. Disconnected the call. Mdt rep. Did not have mpxr number and mdt rep. On call was made aware by hcp today. Additional information received. Rep reported ins was going to be replaced and md noticed infection at the pocket site so only removed the ipg and planned to replace ipg at later date.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.